Event description:
It was reported that at a certain point in the procedure, the fiber presented a rupture in its extremity, possibly caused by the physician himself, since he did not apply the technique correctly. When identifying the problem, the physician requested that another fiber be made available so that he could complete the prostatic vaporization. Even after opening the second fiber, the surgeon still faced difficulties in coagulating some bleeding points, which meant that there was a need to convert the laser procedure to the monopolar method. When facing difficulty performing coagulation, even with the monopolar loop method, the surgeon decided to convert the procedure to the laparotomy method, which is usually performed by endoscopy; at this moment, the team asked everyone to leave the room then the nursing took over. The device was discarded at the end of the procedure. This report is for the second fiber used.

Manufacturer narrative:
Patient codes - corrected the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The product has not been returned; therefore, no physical or visual analysis of the product could be performed. The subject device was not received for investigation; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that at a certain point while using the first fiber during the procedure, the fiber presented a rupture in its extremity, possibly caused by the physician himself, since he did not apply the technique correctly. When identifying the problem, the physician requested that another moxy fiber device be made available so that he could complete the prostatic vaporization. Even after opening the second moxy device, the surgeon still faced difficulties in coagulating some bleeding points, which meant that there was a need to convert the laser procedure to the monopolar method. When facing difficulty performing coagulation, even with the monopolar loop method, the surgeon decided to convert the procedure to the laparotomy method, which is usually performed by endoscopy; at this moment, the team asked everyone to leave the room then the nursing took over. The bsc clinical specialist was informed at the end of the procedure, that it was not possible to collect the device for analysis because everything was discarded by the nursing team. This report is for the second fiber used.